Manufacturer narrative:
Additional information: manufacture date provided. Correction: system serial number updated in proper field.

Manufacturer narrative:
Device manufacturing date is unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that when trying to proceed to registration, the site received an "axiem red status". The site rebooted the system and the axiem turned green. The surgery was completed with less than an hour delay and there was no patient impact.